Event description:
It was reported that on (B)(6) 2007, the patient underwent a xience v stenting procedure in the ramus artery with one 2.5 x 18 mm xience v stent. On (B)(6) 2012, the patient was hospitalized with worsening chest pain, shortness of breath and arm fatique (angina equivalent). The coronary angiography showed a 100% stenosed ramus, which was in-stent restenosis in the index stent.. An attempt was made to intervene on the chronic total occlusion but was unsuccessful despite attempts by two interventionalists. The patient was treated by medical management. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, dyspnea, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.